Manufacturer narrative:
Citation: saxon jt et al. Bioprosthetic valve fracture during valve-in-valve tavr: bench to bedside. Interv cardiol. 2018 jan;13(1): 20-26. Doi: 10.15420/icr.2017:29:1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with a history of coronary artery bypass graft and surgical aortic valve replacement with a 23 mm medtronic mosaic bioprosthetic valve (serial number not provided). Ten years later, the patient presented with class iii diastolic heart failure and severe bioprosthetic valve stenosis with a mean transvalvular gradient of 49 mmhg. Subsequently, a 26 mm medtronic evolut r bioprosthetic valve (serial number not provided) was implanted valve-in-valve in the stenotic mosaic valve. Following deployment of the evolut r valve, the mean gradient was reduced to 25 mmhg and then bioprosthetic valve fracturing (bvf) was performed using a 24 mm non-medtronic balloon. It was reported that the mosaic bioprosthetic ring fractured at 10 atm. At 1-month post implant, an echocardiogram showed a mean transvalvular gradient of 8 mmhg. The literature also included a review of data regarding valve-in-valve transcatheter aortic valve replacement (tavr) with bvf collected from two studies. The overall cohort included 30 patients (mean age 79 years), 5 were previously implanted with medtronic mosaic bioprosthetic valves (no serial numbers provided). Among all 30 patients, adverse events included: bioprosthetic valve stenosis requiring valve-in-valve tavr, bvf prior to tavr procedure, bvf following tavr procedure, and increased mean gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.